Event description:
It was reported that the patient presented for a follow up. The patient's implantable cardiac defibrillator (ICD) exhibited auto-capture backup pulses that initiated ventricular tachycardia (vt). No interventions or patient consequences reported.